Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01108 against the modular cable. Based on the investigation of the returned pump, the pump is being upgraded to reportable. Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device- 0 days. Manufacturer's investigation conclusion: the reported event was reproduced during the evaluation of the device. The pump was returned with the pump cable intact. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Electrical continuity testing of the pump cable found no discontinuities or shorts. The pump was reassembled and connected to a test controller and modular cable on a mock loop. During the test, the pump did not start and the system monitor displayed "driveline disconnected¿ despite the driveline being fully connected, consistent with the reported event. The test was repeated after severing the inline connector and using a test fixture, but the system again displayed ¿driveline disconnected.¿ the pump motor was forwarded to the abbott facility in (B)(4) for additional inspection and testing. The initial assessment of the pump motor noted a potential issue with one of the internal resistors. The component appeared to have had a temporary malfunction, which resolved during the testing. Due to the issue no longer being present or reproducible, the root cause of the failure could not be determined. The startup sequence was also tested and no abnormalities were detected. Heartmate 3 lvas instructions for use (IFU) contains information on all system controller alarms and how to resolve them. The how your pump works section includes several warnings regarding disconnecting the driveline, including "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a driveline disconnected alarm was observed during a new implantation of the lvad. The system controller was exchanged; however, this did not resolve the issue. The modular cable was exchanged to resolve the issue. The decision was made to replace the pump the patient was placed on bypass until the replacement pump could be successfully implanted. It was reported that the patient tolerated the procedure well. It was found while testing the returned pump that the pump did not start and the system monitor displayed ¿driveline disconnected¿ despite the driveline being fully connected.